Event description:
Approximately two months ago, patient had surgery for right pilon fracture. Subsequently, patient had an office visit for surgical follow-up. Patient is diabetic. Redness noted area of surgical wound and was cleaned and probed by doctor, but felt it could be a suture reaction. X-rays show good implant position without lysis, loosening, failure or signs of deep infection. Doctor educated patient to do wet-to-dry dressings 3 times a day for 1 week and return to office for wound check. The next day, patient returns to office with complaints of severe pain, swelling, and erythema to entire lower leg. X-rays unchanged. Patient admitted to hospital for surgical removal of hardware and incision and drainage. Cultures taken. Patient had hardware surgically removed with incision and drainage. Gross purulence throughout. Patient returned to surgery for incision and drainage.